Event description:
Dr was performing a left ovarian cyst removal. Or personnel disconnected scope from light cable and laid light cable on pt without putting light source on standby. They reconnected a scope to light cable and completed procedure. When they were getting pt ready for recovery room, they noticed a burn hole in the drape and a small burn the size of a pencil eraser on the inner aspect of the pt's forearm. Or staff characterized it as a superficial burn; dr called it 2nd degree. They applied silvadene ointment and put a dressing on it. Pt was instructed to continue application of silvadene until no longer necessary; no other medical attention was necessary.